Event description:
It was reported that the surgeon was attempting to revise a patient's tm ardis because of complications with infection. The surgery was not completed as the surgeon was able to affix the inserter to the implant but was unable securely grip it to remove it. No information was provided as of this notification (i.e., patient information, lot information of device used, implant date, surgery date, medical status of patient) but is being requested.

Manufacturer narrative:
Although multiple follow-ups were attempted, additional information or the lot information was not provided for this complaint. The cause of the infection is unknown. Since the lot information was not provided, a review of the device manufacturing history could not be conducted. Furthermore, the tm ardis implant was not returned for evaluation, so this failure could not be confirmed. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation is in progress.